Event description:
It was initially reported to boston scientific corporation that a wallflex enteral duodenal stent device was used during a pylori stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of a stricture which measured approximately 100 mm. It was reported that the patient's anatomy was not tortuous. The device was used in conjunction with a hydra jagwire and a jf-260v olympus endoscope. During the procedure, when it was attempted to release the stent, the exterior tube could not be retracted at all. The stent was unable to be deployed and the distal handle detached from the outer sheath. The device was removed from the patient and the procedure was completed with a different device. No other visible issues with the device were noted, and it was reported that during deployment, the elevator of the endoscope was "not being angled". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results which found part of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.

Manufacturer narrative:
The evaluation findings of polytetrafluoroethylene (ptfe) coating delamination from catheter. A visual examination of the returned device found that the stent was fully mounted. The outer sheath was retracted from the distal tip by 8 mm. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of 173 mm distal to the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.